Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance. The customer removed the device's lid and reinstalled it, which resolved the reported issue. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device did not provide any voice prompts when the device was powered on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event. There was no patient use associated with the reported event.